Manufacturer narrative:
(B)(4). The device was discarded at the facility and will not be returned to the manufacturer. The device lot number was unable to be ascertained; therefore, a device history review was unable to be performed. There was no device malfunction reported.

Event description:
During a bilateral pt maze procedure, the inferior vena cava (ivc) was perforated with the mid1 dissector. The pt was placed on bypass and a sternotomy was performed. As a result of difficulty with controlling the bleeding, the surgeon elected not to complete the maze procedure. The perforation was repaired and the surgeon proceeded to place a clip for exclusion of the laa, but there was difficulty with deployment and the clip had to be cut off. The pt is recovering.